Event description:
Healthcare professional (hcp) reported that a hospitalized pt experienced a gradual progression of a rash on their back and arms while being dialyzer over several treatments on the psn 140 dialyzer. No medical intervention was reported and it was noted that the rash resolved after switching the pt to an alternate membrane. It was noted that ferrlecit was also a suspected cause of the rash and the medications was discontinued at that same time as the psn dialyzer. It was reported that the pt's symptoms have since resolved.